Manufacturer narrative:
The device was received for evaluation. Visual inspection identified what appears to be silicone inside the corners and edges of the bag. The reported condition was verified. The cause was determined to be excess silicone oil during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿drops of fat¿ inside the bag overpouch of an exactamix valve set. This was observed prior to use. There was no patient involvement. No additional information is available.